Manufacturer narrative:
Initial MDR report 2517506-2025-00110 submitted on 16-jul-2025. Additional information received on 15-oct-2025: siemens reviewed instrument data, observed air and liquid values of standard (std) a and standard (std) b were within the normal range, calibration was acceptable with lytes slope in range and precision tests were within specifications on the days of incident. Siemens further reviewed analyzer data files, observed the dilution check factor was high and not within range and fluctuations in air flow. In addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse), during second visit replaced all integrated multisensor technology (imt) tubings (x, x0, x1, x2, x3), imt port, tightened sample probe, aligned sample probe in imt port, styletted imt fittings on tower and port, ran dilution check which passed, noted correction factor to be within range, ran precision test for quality control (qc) and patient samples which recovered within specification. Siemens further evaluated the event and determined that the flow issue through imt potentially contributed to the falsely depressed sodium (na) results. The system is operational and performing within specification. No further evaluation/troubleshooting is required investigation conclusion code in the h6 section was updated to reflect the additional information.

Event description:
The customer reported that an erroneously depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The initial discordant result was not reported to the physician. The sample was repeated on the original instrument. The repeat result recovered higher than the initial result, and was considered correct as, it matched the patient's historical profile. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed na results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) regarding a erroneously depressed sodium (na) result obtained on a patient sample on a dimension exl 200 integrated chemistry system. The quality control (qc) was recovered within range on the date of the event. A siemens customer service engineer (cse) was dispatched to the customer site. During the visit, the cse replaced all tubing including port drain tubing, performed repeatability test and comparison of 10 sample. The cause of the erroneously depressed na result is unknown. Siemens is evaluating the event.